Event description:
The second of two devices used on the same patient. The cardiologist made a second attempt at anteriotomy closure with a prostar xl 8f device. None of the needles presented in the hub. Radioscopy showed all four needles remained in the barrel. Backdown was partially successful with two of the needles backing down; two remained in the barrel. The patient was taken to surgery for device removal. Surgery was successful; the device was removed, the arteriotomy was surgically repaired and the patient did fine.